Manufacturer narrative:
The reported field event of inappropriate shock was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving multiple inappropriate therapies. Device interrogation revealed the first inappropriate therapy was due to atrial fibrillation with rapid ventricular response and inappropriate supraventricular tachycardia discrimination. The rest of the inappropriate shocks were a result of lead noise. Lead noise could not be reproduced. The patient had experienced phrenic nerve stimulation while laying on their left side. The right ventricular lead was capped and replaced during left ventricular lead repositioning. The device was explanted and replaced alongside the lead replacement. The patient condition was stable before, during, and after the procedure and will continue to be monitored.